Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on the display and rainbow effect and hard to read. The customer blood glucose level was unknown. Customer stated that insulin pump rewind slower than it had in the past. The device will not be returned for analysis.